Manufacturer narrative:
Additional suspect medical device component involved in the event: model: csk-tc15 lot: l892 description: csk tc electrode, 15cm.

Event description:
Device analysis was performed on the two returned electrodes and found that the shafts were completely separated from the hubs due to excessive external mechanical force.